Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. Additionally, the patient's family member inquired about programmed pacing rate of 80 beats per minute (bpm) and reported that the rate on a monitor fluctuated. Boston scientific technical services (ts) attempted to obtain additional information from the family member without success. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.